Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc- 2316-50, serial number: (B)(4), batch/lot number: 15744397, model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not getting pain relief. The patient underwent an explant procedure. No further information could be obtained.